Manufacturer narrative:
(B)(4). Clavicle crush damage was noted at 33.2-34.8cm from the connector pin. The etfe coating was abraded at this location.

Event description:
It was reported lead fracture was noted. The lead was explanted. No further information is available.